Manufacturer narrative:
(B)(4)

Event description:
Clinician contacted dexcom technical support on (B)(6) 2015 on behalf of trail patient to report an intermittent out of range signal on (B)(6) 2015. At the time of contact the clinician did not report any injury or medical intervention.